Manufacturer narrative:
(B)(6).

Event description:
It was reported that dissolvable foam inserted intra-nasally did not dissolve and patient required further surgery to clean sinuses. This condition did not cause any damage to the patient, device did not require to be replaced or removed. As per reporter, there is no further information regarding lot number or patient information.

Manufacturer narrative:
The product was not returned for evaluation and had been used for treatment. A relationship, if any, between the product and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the product was not sufficiently hydrated with lactated ringer solution or water, which could delay the timeline for product dissolution. It is also possible the patient did not irrigate properly after implantation.